Manufacturer narrative:
During the preventive maintenance (pm) at zoll, the autopulse platform (sn (B)(4) failed initial functional testing due to fault 41 (patient temperature sensor failure). The root cause for the observed fault 41 was a defective temperature sensor, likely attributed to the aging of the device. The autopulse platform was manufactured in august 2015 and is six years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The autopulse platform failed the initial functional testing due to fault 41 displayed upon powering on. The defective temperature sensor was replaced to address the observed fault code. Upon replacing the temperature sensor, the autopulse platform was subjected to a run-in test for 30 minutes, and the platform functioned as intended. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with sn (B)(4).

Event description:
During the preventive maintenance (pm) on (B)(6), 2022, the autopulse platform (sn (B)(4) failed initial functional testing due to fault 41 (patient temperature sensor failure). No patient involvement.